Event description:
The facility reported a colleague infusion pump with a failure code of 16:336:936 . This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occured in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of failure 16:336:936 was not confirmed or reproduced during product evaluation; however, quality engineering has determined that the root cause of this condition was a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. A service history review revealed that this device was not previously serviced for the reported condition, as this was an 16:336:936 failure code. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Additional information: should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.